Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve an amplatz super stiff wire punctured the ventricle resulting in tamponade. Transesophageal echocardiograrn (tee) revealed a pericardial effusion. The patient subsequently expired. The physician did not attribute the death to the valve nor delivery catheter system (dcs). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).